Event description:
Hosp reported that the bio-console's flow display indicated 9 l/m regardless of the adjustment made to the unit's rpm. Bio-console had to be re-zeroed to correct the flow display readings. The device was removed from the circuit and replaced with a second bio-console. Case continued with no effect to the pt.